Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video colonoscope ec38-i10l sn: (B)(4). The customer stated primary channel blocked. The user stated at time of service request, that the device became clogged at the end of the procedure and they are unable to get it unclogged. This device was used to complete the procedure and there was no harm to the patient. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. The device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirmed the user narrative. The inspector also found additional defects on the device. Additional findings: insertion tube cut at stage 2 control body grip scratched forward water jet delivery tube clogged passed wet leak test umbilical cable cracked residue on bending rubber passed dry leak test forward water jet function low delivery customer complaint confirmed scope case damaged pve connector housing scratched accessories scope case leg broken umbilical cable single has mild scratch umbilical cable bump at pve side the device is in the process of being repaired and will be returned to the user upon completion. The following parts are schedule for replacement. Parts to be replaced: o-rings and seals insertion flex tube bending rubber rl pulley assy ud pulley assy adjusting collar angle wire air/water supply tube lg jet supply tube lg operation channel air tube air/water/jet tube rl lock base unit a review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 18jan2017.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.